Event description:
It was observed that during the device evaluation, the subject device exhibited an e315 error code (incompatible scope). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a component failure led to the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to correct and update information that was previously submitted in the initial report. Updated fields: g3 corrected fields: h4 olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.